Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Health care provider (hcp) reviewed a yellow alert for low rv amplitude and one value came in at 2.8 millivolt while all others measured are in the 7-9 millivolt range. The boston scientific technical services (ts) then discussed that could be a premature ventricular contraction (pvc) or a fusion beat. At this time this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).